Event description:
Pt complains of soreness at the pocket site. Feels device may have reached eol. Pt feels the discomfort started when an electric meter reader box that can be read from town was placed outside his home. States the pocket site "feels heavy" and "like there is a knot in there." He isn't sure if box has anything to do with this but his discomfort has gotten worse since the reader box was put there. Additional info has been requested and if it becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).